Event description:
It was reported that the customer had a high blood glucose level and was hospitalized on (B)(6) 2014. Customer's blood glucose level at the time was over 600 mg/dl. Customer was dehydrated and feeling sick. Customer was hospitalized due to her high blood glucose level. Customer was wearing the pump at the time of the 911 call. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.